Manufacturer narrative:
(B)(4). The investigation was unable to determine a conclusive cause for the reported damaged packaging and damaged device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. It should be noted that the supera instructions for use (IFU) states: do not use the device if the device or the device package is open or damaged. It is likely that the deviation to the IFU contributed to the reported difficulty deploying the stent implant. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the femoral artery. A 6.0 x 150 mm supera stent delivery system (sds) was selected for the procedure. Prior to unpacking the sds, the outer packaging was observed to be bent. There was no damage to the sterile pouch noted prior to opening. When the sds was removed from the packaging, the handle was found to be damaged and coming apart where the two halves are joined together. Despite the damage to the handle, the decision was made to use the sds anyway. With the help of another physician holding the handle, the stent was successfully deployed. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information provided.